Event description:
Same case as MDR#6000093-2007-000843. See attached medwatch #mw1042280 (2 pages). It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted 2 taxus express2 drug eluting stents of unk size in the left anterior descending (lad). Approx 2 years later, the pt presented with thrombosis with ejection fraction of 25% after ptca. A non-bsc stent of unk size was placed to treat the thrombosis. The pt had stopped plavix one year prior to the event. Further info has been requested but had not been received.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.